Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had pain at the device pocket. Surgical intervention was performed to revise the pocket. It was reported that the revision has resolved the issue. No additional adverse patient effects were reported. The device remains implanted and in service.